Manufacturer narrative:
The product was not returned. A photo was provided. The photo showed the clear, multi-piece lens on a textured background. There appeared to be a small amount of solution on the lens. One haptic was bent gusset and distal area. The optic edge was chipped with a small portion removed. A scratch was not visible in the provided photo. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were indicated. It is unknown if a qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint. Based on review of the provide photo, the lens was damaged. One haptic was bent gusset and distal area. The optic edge was chipped with a small portion removed. A scratch was not visible in the provided photo. There appeared to be a small amount of solution on the lens. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: company foldable intraocular lens (iol) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that the surgery was completed with another multi piece iol.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A photo was provided. The photo showed the clear, multi-piece lens on a textured background. A small amount of solution was observed. One haptic was bent gusset and distal area. The optic edge was chipped with a small portion removed. A scratch was not visible in the provided photo. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the lens was scratched on the optic. The procedure was completed on the same day.